Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: no fragments fell into the patient that the customer is aware of. There was no report of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing post-surgical complications related to retention of foreign material.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a joint wire of the vessel sealer extend (vse) snapped during use. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and found to have a broken snake wrist cable at the distal end. The cable crimp was found missing within the clevis slot. A review of the logs showed no failures. The complaint regarding a vse joint wire snapping during use was confirmed by failure analysis.